Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  The manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that an (B)(6) male patient with history of stenosis and deep vein thrombosis (dvt) underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cerebrovascular accident (cva) requiring surgical intervention. Post-procedure while in recovery, the patient developed cva. The patient was transported to an outside facility for a stent placement. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related, the patient had severe carotid stenosis already and a piece of plaque released. The physician did not attribute the causality of the adverse event to a biosense webster, inc. Product.